Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received proximal portion of lead was returned, 27.8cm. Analysis found an external insulation abrasion at 17.8cm - 17.9cm from connector pin, consistent with friction to ICD can. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.